Event description:
The emergency department (ed) physician had a problem with the thal quick chest tube 16fr insertion kit. The guide wire would not feed thru the needle. It was being inserted into a patient. Another kit had to be opened and another insertion was performed, successfully, on the patient with the kit.